Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's dbs system patient programmer displayed the "replace generator soon" message. Troubleshooting of the patient's dbs system indicated the implantable pulse generator had reached its end of service. Consequently, the patient's generator was replaced with a new one and the issue addressed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.